Event description:
During use of a medtronic mustang coronary guide wire, the distal end of the spring coil became detached from the distal bond and unraveled. Although no pt complications or injuries were reported during this procedure, it has been determined that core wire fractures may cause an adverse event if it were to recur.